Event description:
It was reported that the patient faced infusion set bent cannula event on (B)(6)2026, patient experienced hyperglycemia and was hospitalized due to positive ketones and treated with insulin pen.

Manufacturer narrative:
E1: name: ypsomed ag country: switzerland street: weissensteinstrasse 26 city: solothurn zip code: ch-4503 based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380